Manufacturer narrative:
The device was received for evaluation. During evaluation, a system error 25008 was discovered in the event history log (ehl). Functional testing was performed, and no issues were observed. The cause was identified to be the keypad/front door assembly which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 25008 was discovered in the event history log. No additional information is available.